Event description:
Covidien received a report from a biomed that the unit did not provide an audio tone. Caller confirmed there was no pt involvement or harm.

Manufacturer narrative:
The issue was isolated to the speaker. Customer was advised the unit is end of life but parts are available to order, caller did not want to order at this time. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database for trending purposes. Covidien reference number (B)(4).